Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown by itself. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed in the lot files that the battery percentage had been 95% and 91% respectively at the time of shutdown. The fse concluded that the iabp unit could not have shut down due to lack of power. The fse did observe the absence of ac power input and that the system shutdown was documented in the iabp log files. The fse suspected that the iabp unit had been triggered by the user or shutdown internally. The fse has noted that additional troubleshooting is being sought by the factory.

Event description:
N/a.